Event description:
It was reported that a 595cc mentor memorygel breast implant was identified to have a greasy film on it intra-operatively. There was no report of adverse event or patient consequence. Instead, another 595cc mentor memorygel breast implant was implanted.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 595cc breast implant was found to have some bubbles within the gel, measuring approximately 0.5 cm x 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture or gel bleed was identified, there may have been other circumstances or issues that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.